Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in fainting. Low bg level and cause were unknown. Reportedly, customer was assessed by paramedics who determined that no injury had occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information.